Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 87 year old female on an impella cp for support due to acute myocardial infarction. During the procedure, chronic total occlusions were confirmed in both the right coronary artery and the left circumflex artery, with circumferential, severe calcified lesions. Considering the condition of the lesion, prior to dilation using the cutting balloon, an intravascular lithotripsy (ivl) catheter was advanced under support of a guide extension catheter, and dilation was attempted; however, rupture was observed in a total of two ivl catheters. Dilation was successfully achieved with a third ivl catheter, after which the subject cutting balloon device was advanced for dilation. During rapid pressurization and dilation of the lesion up to 20 atm, vascular perforation was confirmed. Hemostasis was successfully achieved by overlapping implantation of covered stents. Due to the patient¿s poor condition, initiation of ECMO was considered; however, the patient¿s family declined life-prolonging treatment with ECMO. Subsequently, the patient passed away.

Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: peripheral artery dissection/peripheral artery occlusion: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of asae cannot be determined since insufficient clinical details were provided.